Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the unknown procedure to treat unknown indication faradrive steerable sheath clear was selected for use. It has been mentioned that the farawave catheter was removed in order to replace it for another lot. Upon reinsertion, when attempting to aspirate for backflow, air continued to be aspirated from the hemostatic valve of the sheath. Pump at 30cc per hour was used for irrigation. No fluid leak or air in patient was seen. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the unknown procedure to treat unknown indication faradrive steerable sheath clear was selected for use. It has been mentioned that the farawave catheter was removed in order to replace it for another lot. Upon reinsertion, when attempting to aspirate for backflow, air continued to be aspirated from the hemostatic valve of the sheath. Pump at 30cc per hour was used for irrigation. No fluid leak or air in patient was seen. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned for analysis.